Event description:
Spontaneous call from pt who reports her ms3 pump's screen is faded and un-readable. Switched to backup pump and new pump sent. No interruption to therapy. No other info provided. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.